Manufacturer narrative:
The hemocue hb 201 + system (microcuvettes and analyzer) has been investigated at hemocue ab and no malfunction could be found, both the analyzer and the returned cuvettes are within specification upon investigation. Troubleshooting together with the customer is still ongoing.

Event description:
A customer has received too low results on a blood sample with a hemocue hb 201+ system. The results obtained were in the range 15-20 g/l.